Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis of the lead (lot#: v217703) revealed hat the 3rd conductor was/were broken in the body of the lead at or near the tines, 2.4 cm from the distal end concomitant medical product: product ID 3889-28 lot# v217703 implanted: (B)(6) 2009 explanted: (B)(6) 2024 product type lead product ID 3889-28 lot# v217703 implanted: (B)(6) 2009 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was removed due to the therapy being ineffective per the patient. The patient recovered without sequela.